Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/26/2018. During troubleshooting with philips technical support the customer has advised that the unit passed the 1012 troubleshooting section, however when air is set to 180 the position is out of spec and the liftoff value indicates that the air valve may be faulty. Advised customer to try a different motor controller followed by a valve. Customer stated that unit is not going to be repaired at this time due to cost and end of life for unit. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reports unit has 1012 error code and liftoff value indicates to replace the air valve; no patient/user harm reported. The event date was not specified; estimate used.